Event description:
The customer reported a blank display after inserting a new battery. The customer stated that the home screen was visible, but after pressing the act button, the display would disappear. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube.